Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a status update on the investigation. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
(B)(4). A sheath was returned to the manufacturing facility for evaluation. The sheath sample was noted to be kinked at the proximal hub and 21mm from the proximal hub. The sheath was leak tested without stressing the valve and no leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. An evaluation of the retention samples from the reported lot as well as the surrounding lots manufactured was conducted. Visual examination of the samples confirmed there were no defects. Leakage testing revealed no leakage of the devices. Based on the investigation, the retention samples were found to be normal product. Although the exact cause of the reported event cannot be definitively determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation and the evaluation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A review of the device history record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: during the procedure the physician noticed that there was blood leakage from the introducer at the valve. The leakage occurred after the device had been inserted into the patient. The leak was at the diagnostic part of the procedure. The patient lost less than 250 ml of blood. The device was replaced by another terumo introducer. They used a regular diagnostic wire and catheter. The patient was not harmed.